Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The file has been opened from a literature report: cases of replacing diffractive bifocal intraocular lens with extended depth of focus intraocular lens due to waxy vision. Even if the indications for multifocal iol transplantation are carefully considered before surgery and good va (visual acuity) is obtained after surgery, some patients may not be satisfied with the surgical outcomes. In this study, patients who complained of waxy vision despite good udva (uncorrected distance visual acuity) after implantation of diffractive bifocal iols were exchanged for edof (extended depth of focus) iol and showed improvement in contrast sensitivity and subjective symptoms. There was no indication in the report that the issue was due to a malfunction of the implanted lens. Literature citation: takabatake r, takahashi m, yoshimoto t, higashijima f, kobayashi y, yamashiro c, et al. Cases of replacing diffractive bifocal intraocular lens with extended depth of focus intraocular lens due to waxy vision; plos one, october 29, 2021: 16(10). The manufacturer internal reference number is: (B)(4).

Event description:
A research article published with the purpose to investigate the postoperative course of patients who explanted a diffractive bifocal intraocular lens (iol) due to waxy vision and implanted with an extended depth of focus iol. This study evaluated 29 eyes of 25 patients who underwent diffractive bifocal iol explant due to waxy vision in between january 2018 and november 2019. The indication criteria for this surgery were patients with uncorrected distance visual acuity of 0.05 logmar or better, without eye diseases that may affect visual function, and no dissatisfactions about photic phenomena. The time to the iol exchange after the initial iol implantation was 55.3 ± 50.4 days (range: 14¿196 days). The logmar corrected distance visual acuity before and after iol exchange were -0.13 ± 0.06 and -0.14 ± 0.06, respectively. After iol exchange surgery, the area under log contrast sensitivity function increased significantly from 1.07 ± 0.12 to 1.21 ± 0.12, and the waxy vision symptoms improved. The study concluded that for patients who complain of waxy vision despite good visual acuity after diffractive bifocal iol implantation, exchange to extended depth of focus iol was considered one of the useful surgical options. No more further information available.